Event description:
The jetstream g2 catheter was used to treat a moderately calcified 40cm in-stent restenosis lesion in the mid to distal sfa. After a long run in the minimum diameter mode, it became difficult to move the device over the guidewire. Retraction mode was attempted with immediate deceleration observed. The retraction mode was employed a few more times to try and move the device back over the wire. These attempts were unsuccessful resulting in the physician removing both the guidewire and catheter from the patient. Upon removal the physician noticed approximately 1.5cm of the guidewire tip was missing. The guidewire tip was seen lodged in a sub-intimal position in the tibial peroneal trunk where it had been placed initially to treat the sfa. A balloon and snare were used in an attempt to retrieve the guidewire tip. However, due to its sub-intimal position this was unsuccessful and the guidewire tip was therefore left in the patient. The patient is reported to be doing fine.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. As the device was not returned for analysis, pathway was not able to determine the root cause of the difficulty removing the device from the guidewire or the wire break. Note: in-stent restenosis patients are listed as a special patient population (ie., the safety and effectiveness of the jetstream g2 system has not been established in this group of patients) in the IFU.